Event description:
Patient treated at hospital for hyperglycemia. Patient reports that patient most likely had the site placed in scar tissue and led to poor absorption. Pump not returned for evaluation.